Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, two (2) areas of siltex cracking were observed in the posterior view. Within the siltex cracking, two (2) tears were noted in the posterior view, measuring approximately 9 and 2.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indications that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses that bilaterally ruptured after implantation. An ultrasound showed rupture material in the patient¿s right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2019. On (B)(6) 2019, the mentor product analysis lab discovered that the patient¿s left breast prosthesis had ruptured as well. This medwatch report is for the left breast prosthesis.